Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v and the lens became stuck in the tip of the cartridge. Patient contact, but no patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection was performed on the returned product which shows the lens is stuck in the tip of the cartridge with one haptic protruding out of the cartridge. There is clear surgical residue on the cartridge. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector wasn't returned for evaluation.